Event description:
It was reported to boston scientific corporation that following a pelvic floor repair procedure (date unk) using a pinnacle anterior/apical pfr kit, the pt presented with erosion (date unk) coming through the anterior vaginal wall, "the size of a thumb." The physician prescribed estrogen cream to the pt. The pt's current condition is unk.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.